Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the patient side cart (psc) was running on battery. The surgeon opted to not perform the hard power cycle and was planning on continuing the procedure on battery. Staff was informed the da vinci battery backup is not intended to complete procedure and a complete loss of power to the patient cart is possible. Technical support engineer (tse) reviewed live logs and noticed 417 error pointing to ps2. Ps2 has been consistently failing according to the logs. Ps1 is now starting to fail causing the power loss and system running on battery. The logs indicate the customer finished the procedure without hard power cycling. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon was able to complete the procedure robotically with psc running on battery. The reported issue did not result in any harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the psc was running on battery, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. Fse replaced pn: 187414-02 medical grade power supply (mgps) and pn: 372601-16 endoscope controller (ec) to resolve the issue. The system was then tested and verified as ready for use. The mgps and ec were both returned, and failure analysis (fa) investigations was completed. The mgps was analyzed, and fa investigations was able to replicate and confirm the reported issue. The unit was installed into pca xi test system. The psc started up normal with no error. At testing the current was high. The ec was analyzed and fa investigations was also able to replicate and confirm the reported issue. The ec was powered on at a pca test bench where output voltage was measured to be 0 and 24v dc at the left and right power supplies, respectively. The left power supply failed. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failures. This complaint is being reported due to the following conclusion: the psc lost ac power during a procedure due to problem with both power supplies. While the surgeon completed the procedure robotically as planned with battery backup, the battery backup is not intended to be used to complete a procedure as complete loss of power to the psc is possible. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion.